Event description:
Unregulated flow of diltiazem was reported. Details of event were reported as follows: the tubing was removed from the pump module. The safety clamp did not close and the roller clamp was not closed. The charge rn and physician were notified. The pt's vital signs were obtained. The pt denied any complaints and the vital signs remained stable. No pt harm or medical intervention was reported was reported. No further pt or event information was provided.

Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A follow up report will be submitted with the results of the investigation once it has been completed.